Event description:
7:25 am - patient diaphoretic, vomiting bs. 25 (ultra monitor) 4 oz. O.j. Given with two packs of sugar. Insulin held.8:15 am - vomiting again. Bs 4 (ultra monitor) verfied x 2 with two other monitors. Md notified.8:40 am - glucogon administered.9:15 - bs 117 (ultra monitor). Hospital lab drew blood. IV started d5w @ 50 cc/hr. Condition deteriorated.10:00 am - bs 600 (ultra monitor). Verfied with 2nd machine.11:45 am - hospital lab results of bs 1050 (drawn @ 9:15 when ultra machine bs done to recheck, still reading 157, 155. Patient to sent to emergency room, almost unconscious. Hospitalized ICU.